Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the device entered backup mode with no high voltage defibrillation therapy available following an magnetic resonance imaging (MRI) scan. Additionally, it was reported that the device was programmed into MRI mode prior to the scan and the MRI procedure was followed. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.